Manufacturer narrative:
Evaluation: method = device requested, not yet released for return. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The subject device was traced back to its sterility lot, and the complaint database indicates no other infection/endocarditis related reports received for any devices processed under that same sterility lot. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of infection was not reported by the healthcare provider. The investigation reveals nothing to indicate a device quality deficiency during manufacturing that may have caused or contributed to this event.

Event description:
It was reported that an edwards bioprosthetic valve was explanted after an implant duration of approximately 4 years. It was learned that the patient presented with endocarditis, severe aortic regurgitation, both valvular and perivalvular as well as pulmonary hypertension and elevated left heart pressures. Operative report indicates, " the aortic valve was dehisced in approximately 60% of its annular circumference, mostly along the non coronary cusp and some on the left cusp. There was also some old pannus growth from the anterior leaflet of the mitral valve, which was debrided. There has been no information to suggest a device quality deficiency that may have caused this event.